Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) began to emit beep tones seven months after implant. An interrogation of the ICD noted an eol (end of life) battery status. The ICD was removed and review of the lead system during this procedure noted all the measurements were within normal limits. The leads remain implanted and active with the repalcement device.